Manufacturer narrative:
Device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No code available (secondary surgery, lens explant, "ache"). Lens work order search: one similar complaint type event reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -7.5 diopter, into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to "discomfort and ache." Reportedly, the problem was resolved with the explant. The cause of the event is reported as unknown.